Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that there were areas of missing sealant on the adhesive around the lens and the sealing agent around the lens on the adhesive was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.